Event description:
It was reported that a deep brain stimulation (dbs) patient experienced difficulties charging their implantable pulse generator (ipg). Several ipg charging cycle attempts with well-known functioning chargers were completed, however, were unsuccessful. Preliminary data analysis indicated low charge currents and inefficient charging sessions, suggesting possible misalignment between the ipg and charger or activation of the charger's thermistor. No additional anomalies were identified, and engineers were unable to determine the root cause. It was also noted that the patient had undergone knee surgery prior to the onset of charging issues, though it is unclear whether electrocautery was used during that procedure.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced difficulties charging their implantable pulse generator (ipg). Several ipg charging cycle attempts with well-known functioning chargers were completed, however, were unsuccessful. Preliminary data analysis indicated low charge currents and inefficient charging sessions, suggesting possible misalignment between the ipg and charger or activation of the chargers thermistor. No additional anomalies were identified, and engineers were unable to determine the root cause. It was also noted that the patient had undergone knee surgery prior to the onset of charging issues, though it is unclear whether electrocautery was used during that procedure. The patient underwent a procedure wherein the ipg was replaced with another before completing the procedure. Additional information indicated that the patient did well post-operatively.

Manufacturer narrative:
This report is being submitted to correct field b5 describe event or problem. Field b5 describe event or problem updated, additional information received.